Event description:
The user reported frayed wires of the power extension cable. The user also stated that the unit sparked where the damage was noted. The unit was replaced and there were no adverse consequences reported by the user.

Manufacturer narrative:
External visual inspection of the return power supply revealed physical damage including exposed wires. No sparking was observed during the investigation. Complaint of ¿the unit would not power on¿ confirmed. Unit determined to have power malfunction due to damage to the power supply. Review of the device history record was not possible as the lot number is unknown.